Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a low blood glucose value of 45 mg/dl. Prime rewind was also reported. Customer states insulin is squirting out during the manual prime process. The customer was treated with glass of orange juice, did not respond to troubleshoot request. The device is not expected to be returned for analysis.